Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("abdominal pain"), hypersensitivity ("allergy: rash/skin condition"), abdominal pain ("abdominal pain"), urinary tract infection ("uti,"), vaginal discharge ("vaginal discharge") and dysuria ("dysuria"). At the time of the report, the device dislocation, pelvic pain, hypersensitivity, abdominal pain, urinary tract infection, vaginal discharge and dysuria outcome was unknown. The reporter considered abdominal pain, device dislocation, dysuria, hypersensitivity, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, rash, device dislocation, uti, vaginal discharge, dysuria. Reporter added, patient demographic added, essure insertion date updated , essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.